Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "grade 3 contracture" this record is for the right side. The device was explanted.

Event description:
Healthcare professional reported "grade 3 contracture" this record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h4.

Event description:
Healthcare professional reported, "grade 3, contracture". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe, since it is not related to the device. As per the investigation procedure: creases and deformation was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.